Event description:
It was reported that the right atrial (ra) lead exhibited low out-of-range (oor) pacing impedances, measuring less than 200 ohms. Troubleshooting was performed, and noise was unable to be reproduced. The impedances in the bipolar configuration were 370 ohms and the thresholds were within normal limits. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).